Manufacturer narrative:
(B)(4)

Event description:
It was alleged the coblator ii stopped producing plasma which resulted in a 30 minute delay of the procedure. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) an error with or failure in the wand used, (2) a loose connection to the controller at the customer¿s facility, (3) a power interruption or surge, which could have caused a component failure in the controller, (4) faulty resistors in the foot control assembly or wand, as these resistors determine set points. A review of manufacturing records for this s/n found no deviations or non-conformances during the manufacturing process. There are no indications to suggest the controller did not meet product specifications upon release into distribution.